Event description:
It was reported that the patient had an infection at the ipg and lead sites. The patients symptoms were redness and fluid discharge. It was also noted that the patients lead was coming out of the skin. The physician believed it was device related. The physician clipped the distal contact of the lead and sutured down along and closed the wound. The patient was on long term antibiotics and was doing well.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 3 months ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2366-70. Serial: (B)(6). Batch: 7073199/7072903.

Event description:
It was reported that the patient had an infection at the ipg and lead sites. The patients symptoms were redness and fluid discharge. It was also noted that the patients lead was coming out of the skin. The physician believed it was device related. The physician clipped the distal contact of the lead and sutured down along and closed the wound. The patient was on long term antibiotics and was doing well. Additional information received that the patient was still experiencing an ongoing infection and it had worsened. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted devices were discarded by the medical facility.